Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 06 aug 2021 it was reported the patient had redness and exudate in the peri-stomal area since the end of (B)(6) 2021. On (B)(6) 2021 the patient started treatment with unknown oral antibiotic and ointment. On 16 aug 2021 it was reported the event has resolved.